Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas 8000 e 602 module. The initial result from the e602 module was >10,000 miu/ml with a data flag. The sample was auto-repeated by the instrument with dilution and the result was <10.0 miu/ml with a data flag. The customer¿s laboratory information system (lis) interpreted the result as < 0.10 miu/ml and this result was reported outside of the laboratory. The customer repeated the sample on another analyzer on site and the initial result was >10,000 miu/ml with a data flag. The sample was auto-repeated by the instrument with dilution and the result was 12,438 miu/ml. The repeat result was believed to be correct and an amended report was provided to the physician. The customer repeated the sample again on the e602 module in question and the first result was >10,000 miu/ml with a data flag. The sample was auto-repeated by the instrument with dilution and the result was 12,807 miu/ml. This repeat result was not reported outside of the laboratory as the repeat result from the other analyzer (12,438 miu/ml) was believed to be correct. The hcg+ss reagent lot number was 58457903 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer (fse) found the wash station nozzles were hitting the cup and re-aligned the nozzles. The fse verified the sample volume and checked all fluid functions, liquid level detection (lld) voltages, washes and alignments. All checks passed. The operator ran qc with results within the acceptable ranges. Calibration was last performed on (B)(6) 2022 and was acceptable. The investigation determined the service actions resolved the issue.